Event description:
A home pt contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set during a dwell, then reconnected themself back up, and received the alarm shortly after. Baxter tech svc ctr assisted the home pt in ending therapy early. Therapy was discontinued at that time. No pt injury or medical intervention was associated with this incident per the home pt.